Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h4,h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual investigation of the returned sample found that the pin of the driving cap has unwelded, confirming the reported allegation. The broken fragment was not returned. No other defects were observed. The observed condition of the pin has been previously assessed by materials and testing. Materials and testing provided drafted report that showed some deficiencies in the weld. Conclusion from r&d was that although the weld might not be perfect there must be some significant load leading to the failure of the weld. Materials and testing subsequently performed a finite element analysis to investigate origin of stress at the interface between cross pin and pull button. Analysis showed that strong off axis hammer blows can lead to oscillations in the system that can cause stress that can lead to breakage of the laser weld at the end of the pin and subsequent migration. Surgical technique guide rev d mentions ¿apply light and controlled hammer blows to seat the nail¿ and ¿the hammer guide may aid in controlling the direction of the hammer blows. Therefore, the hammer guide can be attached to the back end of the driving cap by screwing both parts together¿. The dimensional inspection was not performed due to post-manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the driving cap. Based on the testing performed by materials and testing, the root cause can be determined to be traced to the user. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed?: rev g current & manufactured. ¿dimensional inspection: n/a. Product code: 03.043.028, lot number : 21456205, release to warehouse date : 27.jan.2022 , expiration date : na, supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 the driving cap came apart while in use. The item was removed and the fragment (pin) was discarded and procedure continued. There was no surgical delay and no patient consequences. This report involves one (1) driving cap. This is report 1 of 1 for (B)(4).